Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 321 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and stained end cap sticker.